Event description:
Covidien received a customer report stating that the device developed a cuff leak during pt use. The reporter states that decannulation and recannulation of a replacement tube was required. This report is associated to the second occurrence on: (B)(4). MFR reference #: 2936999-2031-00408.

Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.